Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.